Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02968, 1627487-2021-14889. It was reported that patient experienced pain at the implant site. As a result, the entire system was explanted to address the issue.